Event description:
It was stated that "patient went into doctor's office for follow up visit and x-rays and it showed the head of the screw popped off the shaft. Doctor scheduled revision surgery immediately and replaced the old screw with a new mono axial style screw. Out come was very good."

Manufacturer narrative:
Upon receipt of additional info and evaluation, a supplemental will be submitted.